Event description:
The patient's head moved when pressure was applied to the perforator. The patient was in a supine position. This was not pin slippage as there was no laceration or indication of pin slippage. When the patient was undraped the head was in a more neutral position than it was at the start. Additional information has been requested and on 22jun2016, the following was provided by the customer: on (B)(6) 2016, the (B)(6) patient was positioned supine for a craniotomy for aneurysm. Stealth guidance was not used. Sixty pounds of pressure was applied. If was reported that the double pin holder shifted 30-40 minutes after the skull clamp was placed when moderate pressure was applied to the skull with a perforator. After the shift occurred, the patient's head was noted to be less extended. The pins were noted to be in place relative to the skull and scalp. The patient did not slip in the pins.

Manufacturer narrative:
Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: engineering was able to partially confirm the customer complaint. These are the observations: skull clamp unit received the starburst gage, 3023-c, on both sides. There were not any metal shavings observed. The customer did not send in the swivel adaptor, ¿screw¿, involved when the incident occurred. The unit was examined and the locking knob would not lock at certain angles (positional lockout). Device history record reviewed for this product ID for both devices sent in show that these devices were manufactured under the same work order (B)(4) lot code 164. Also this review show that these devices were manufactured on april 22, 2016 with no abnormalities related to the reported failure. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for either device. A two year lookback in complaint system for this reported failure and or related to "will not accept a mayfield screw. It produces metal shavings. The other side will receive the screw. " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. The patient¿s head moved when pressure was applied to the perforator. This was not pin slippage as there was not laceration or indication of pin slippage. When the patient was undraped, the head was in a more neutral position than it was a the start: no manufacturing or design related trend has been identified. In summary: engineering was able to partially confirm the customer complaint. The complaint on the starburst not receiving the swivel adaptor was not verified, however, it may have been contributed to cross-threading. The customer did not send in the swivel adaptor involved in the incident. The toggling or knob lockout may attribute to head movement in a rotational fashion while the patient is in the skull clamp. This issue will be monitored for trending.